Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got whole section on the screen was dark out on the left side. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test. No missing segment or partial display anomaly during test. Device received with cracked case display window corner noted.